Event description:
While in her kitchen the unit became uneven due to the hardware for the right front caster fork and headtube has loosen causing the right front caster to move towards the back of the chair making the chair uneven.

Manufacturer narrative:
.